Event description:
It was reported that the patient presented remotely via merlin.net transmission. No symptoms noted. Atrial lead exhibited noise causing inappropriate auto mode switch episodes (ams). No other anomalies were reported. No intervention was performed and the patient will continue to be monitored.